Manufacturer narrative:
(B)(4). Date sent: 8/18/2023 d4: batch # 976a11 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with one gcflgb reload present. The reload was received partially fired 1/16. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. Regarding the condition of the reload, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 976a11, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, the device could not fire without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.